Manufacturer narrative:
Concomitant medical products: item name: stem extension offset 13mm dia x 100mm length(combined length 145mm), item number: 00598802013, lot number: 61648510; item name: tibial block and screws precoat size 3 5 mm thickness, item number: 00598800326, lot number: 61762269; item name: tibial block and screws precoat size 3 5 mm thickness, item number: 00598800326, lot number: 61338204; item name: articular surface use with lps/lps-flex 51 or 52 suffix femorals size cd 12 mm height, item number: 00596203012, lot number: 61478336; item name: stem extension straight long 12mm dia x 155mm length(combined length 200mm), item number: 00598801112, lot number: 61541859; item name: prc agmt block post sz d 5mm, item number: 00599003401, lot number: 61601930; item name: prc agmt block post sz d 5mm, item number: 00599003401, lot number: 61518812; item name: prc agmt block post sz d 5mm, item number: 00599003401, lot number: 60722583; item name: femoral component option for cemented use only size d right, item number: 00599401492, lot number: 61768113; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61839212; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61845977; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61850416; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61854104; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61854108; item name: headed screw 48 mm length single use only, item number: 00579104100, lot number: 61857850.

Event description:
It was reported the patient was revised for tibial pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00370, 0001822565-2017-00368, 0001822565-2017-00372, 0001822565-2017-00373, 0001822565-2017-00375. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.